Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify failed battery test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a failed battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer used fully charged battery. The customer received a battery failed alarm after receiving new battery cap or recurring battery failed alarms. The insulin pump had recurring battery failed alarms three or more times a day with different new or fully charged batteries. The battery test failed alarm occurred after inserting new battery. The customer was able to clear the alarm. The device will be returned for analysis.